Manufacturer narrative:
The reported events of endophthalmitis and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts had it implanted in the right eye then endophthalmitis occurred as the xen was outside the conjunctiva. Device was explanted and a vitrectomy surgery was performed. Second surgery performed to clean all the fibrin with intravitreal injection of antibiotic + trigon.